Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to incorrect placement of electrode array. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 10, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 13, 2022.